Manufacturer narrative:
Approximate age of device - 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted with probable recurrent stroke/transient ischemic attack.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. The submitted log files appeared to show the pump functioning as intended. The account communicated that the patient was admitted with probable recurrent stroke/transient ischemic attack (tia) after experiencing right-sided facial droop, and numbness/tingling in the right arm and hand. A CT was performed, and was negative, and a tte was negative for thrombus. The patient was kept for observation, and referred to pt/ot. The patient did not experience any hemolysis symptoms, but had a slight elevation in lactate dehydrogenase (ldh) from 292 u/l to 322 u/l, which decreased to 234 u/l within twenty-four hours without treatment. The patient is reportedly doing well. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists peripheral thromboembolic events and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late post-implant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that patient presented with right sided facial droop, numbness or tingling in right arm. Patient was admitted on (B)(6) 2019. CT scan for stroke was negative, transthoracic echocardiogram (tte) for thrombus was also negative. The patient was under observation and atrova dosage which was increased to 80mg. The patient was discharged on (B)(6) 2019. Patient is doing good. It was also reported that there were no signs of hemolysis. Lactate dehydrogenase elevated slightly from 292 u/l to 322 u/l and went back down to 234 u/l within 24 hours. No treatment was provided for hemolysis. No equipment was exchanged. No further information was provided. It be returned for evaluation? No.